Manufacturer narrative:
(B)(4). The reported complaint for iab "ballon got struck in sheath during insertion" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "while inserting the balloon got stuck in sheath". To continue therapy another device was used. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported "while inserting the balloon got stuck in sheath". To continue therapy another device was used. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "while inserting the balloon got stuck in sheath". To continue therapy another device was used. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging carton. Upon return, the one way valve was tethered to the short driveline tubing. The stylet was noted fully inserted within the iabc central lumen. The bladder was fully unwrapped. No visible bends, kinks or other damages were noted to the returned sample. The sheath in question was not returned with the sample. No blood was noted on the interior or the exterior surfaces of the returned sample. The sample was like-ly cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accord-ance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak site consistent with contact from a sharp object was noted at approximately 26.9cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon got struck in sheath during insertion" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found the on the iabc bladder. The damaged bladder can allow the bladder to prematurely unwrap prior to the insertion and could cause the catheter to get stuck in the sheath. No other leaks or damage was noted to the iabc. The sheath in question was not returned with the sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.